Event description:
Device 2 of 2: reference MFR report: 3008829311-2017-00186. Follow up identified the patient's l1 and t12 leads were explanted and replaced. Effective stimulation therapy was reportedly restored.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00186. It was reported the patient experienced loss of effective stimulation from the drg system. An x-ray was taken and confirmed the leads migrated. Surgical intervention may be taken to address the issue.